Manufacturer narrative:
Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2009, that a c.r.e. Balloon dilatation catheter device was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the balloon burst inside the pt's esophagus. The pressure used to inflate the device was unk. No fragments fell into the pt. No sutures or staples were in place. The procedure was completed with another c.r.e. Balloon dilatation catheter device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.